Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A quote for replacement of the positive end expiration pressure (peep) valve and a preventive maintenance kit was issued but not accepted by the customer.

Manufacturer narrative:
Per additional information received, there was no over delivery of positive end expiratory pressure (peep). There was higher peep than expected, but not to a reportable level. If there is an increase in peep in the circuit, it will be displayed on the pressure gauge and also ventilator display. The system is designed to alarm, based on user set parameters. This malfunction did not result in a death or serious injury nor was medical intervention required. This event is not reportable.

Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported having problems with the positive end expiratory pressure perimeters. Possible over delivery of positive end expiratory pressure. There was no report of patient involvement.